Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and recommended replacing the rv lead to resolve the event. No intervention has been performed at this time. The patient was in stable condition.